Manufacturer narrative:
Bayer case number: (B)(4). No essure found. The device had migrated into an intrauterine position [device migration], debilitating pelvic pain [pelvic pain female], lumbar pain [lumbar pain], constant fatigue [chronic fatigue], repeated urinary infections [recurrent urinary tract infection]. Case narrative: the below report was received by health authority ansm (reference number: r2528589) on 20-oct-2025. The most recent information was received on 31-oct-2025. This spontaneous case was originally reported by a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("no essure found. The device had migrated into an intrauterine position") and pelvic pain ("debilitating pelvic pain") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. On unknown date she experienced device dislocation (seriousness criterion intervention required), pelvic pain (seriousness criterion intervention required), back pain ("lumbar pain"), fatigue ("constant fatigue") and urinary tract infection ("repeated urinary infections"). The patient was treated with surgery (total laparoscopic hysterectomy and on (B)(6) 2024 laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2024. At the time of the report, the outcomes for these events were unknown. The reporter considered back pain, device dislocation, fatigue, pelvic pain and urinary tract infection to be related to essure administration. The reporter commented: on (B)(6) 2024: laparoscopic bilateral salpingectomy; removal of an essure implant on the left. Surgical procedure: under general anesthesia, patient supine, left arm alongside her body. Open supra-umbilical laparoscopy and insufflation of a pneumoperitoneum monitored at 12 mm hg through a 10 mm trocar. Introduction under visual control of two 5 mm trocars in the right para-umbilical and left para-umbilical regions. Abdominal exploration: no ovarian abnormalities. We started with the right fallopian tube. Coagulation of ovarian fimbria section using bipolar forceps. Coagulation of section of the mesosalpinx level with the fallopian tube. Section of tube in the area of the uterine ostium. No essure found. The device had migrated into an intrauterine position. Similar procedures performed on the left. Essure device removed from left side. Control of haemostasias. Introduction of retrieval bag through optical trocar port. Tubes put into bag which was closed and set aside. Exsufflation and removal of trocars under visual control. Removal of retrieval bag. Aponeurotic closure of optical trocar port with a vicarly cruciate suture, non-absorbable on the skin. Sections sent for anatomical pathological analysis. The patient attributed her debilitating symptoms to essure implants. Partial removal on left, no removal on right, during a salpingectomy on (B)(6) 2024. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 57 kg. [X-ray] (date unknown): the essures were identified on the x-ray of the surgical specimen, in line with the preoperative abdominal x-ray without contrast. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 31-oct-2025: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation was provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Event description:
Bayer case number: (B)(4). No essure found. The device had migrated into an intrauterine position [device migration], debilitating pelvic pain [pelvic pain female], lumbar pain, constant fatigue [chronic fatigue] & repeated urinary infections [recurrent urinary tract infection]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 20-oct-2025. This spontaneous case was originally reported by a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("no essure found. The device had migrated into an intrauterine position") and pelvic pain ("debilitating pelvic pain") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. On unknown date she experienced device dislocation (seriousness criterion intervention required), pelvic pain (seriousness criterion intervention required), back pain ("lumbar pain"), fatigue ("constant fatigue") and urinary tract infection ("repeated urinary infections"). The patient was treated with surgery (total laparoscopic hysterectomy and on (B)(6) 2024 laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2024. At the time of the report, the outcomes for these events were unknown. The reporter considered back pain, device dislocation, fatigue, pelvic pain and urinary tract infection to be related to essure administration. The reporter commented: on (B)(6) 2024: laparoscopic bilateral salpingectomy; removal of an essure implant on the left. Surgical procedure: under general anesthesia, patient supine, left arm alongside her body. Open supra-umbilical laparoscopy and insufflation of a pneumoperitoneum monitored at 12 mm hg through a 10 mm trocar. Introduction under visual control of two 5 mm trocars in the right para-umbilical and left para-umbilical regions. Abdominal exploration: no ovarian abnormalities. We started with the right fallopian tube. Coagulation of ovarian fimbria section using bipolar forceps. Coagulation of section of the mesosalpinx level with the fallopian tube. Section of tube in the area of the uterine ostium. No essure found. The device had migrated into an intrauterine position. Similar procedures performed on the left. Essure device removed from left side. Control of haemostasias. Introduction of retrieval bag through optical trocar port. Tubes put into bag which was closed and set aside. Exsufflation and removal of trocars under visual control. Removal of retrieval bag. Aponeurotic closure of optical trocar port with a vicarly cruciate suture, non-absorbable on the skin. Sections sent for anatomical pathological analysis. The patient attributed her debilitating symptoms to essure implants. Partial removal on left, no removal on right, during a salpingectomy in (B)(6) 2024. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 57 kg. [X-ray] (date unknown): the essures were identified on the x-ray of the surgical specimen, in line with the preoperative abdominal x-ray without contrast. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.